Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they have a little discomfort in the implant site and 'its tender' when they touch the implant. Pt said the issue started probably 3 to 4 weeks ago. Pt was asking if implant can be move. Agent reviewed information. Agent redirected pt to their healthcare provider (hcp) to further address the issue. Additional information was received from a patient (pt) via a patient letter. Pt reports "heat" contributed to the discomfort at the implant site. The pt did not specify a cause of this issue, any actions taken, or if the issue was resolved.